Event description:
The report indicated the patient died of possible stent thrombosis 10 days after the index procedure. The patient was a male with a history of previous pci, previous CABG, hypertension, hyperlipidemia, type I diabetes, allergy/hypersensitivity, and a family history of coronary artery disease. The patient's disease extent was 3- vessels and 1 lesion was treated during this procedure. Medications at baseline were aspirin, clopidogrel, anticoagulants, statins, beta blockers, insulin and ace inhibitors. The indication for the intervention was an acute myocardial infarction, location undetermined. Medications at the time of pci were aspirin, clopidogrel, and heparin. Pre-procedure, troponin was 3 times the upper normal level (unl) and lvef was 30-50t. Post-procedure troponin levels were not reported. The target lesion was the left main. Vessel diameter was 3mm and lesion length was 9mm. Pre-procedure stenosis was 90%. The lesion was de novo, with no calcification or tortuosity. Lesion classification was a. Pre-dilation was done with a 3 x8mm balloon at 10atm. A device was deployed at 18atm. Post-dilation was conducted with an 8 x 3.5mm balloon at 14atm, because the stent was not fully expanded. Ivus was not used. The patient was discharged 6 days later. Medications at discharge were aspirin, clopidogrel, heparin, statins, ace inhibitors, insulin and beta blockers. Four days later, the patient died. The patient stated to his family that he felt funny. He went into ventricular fibrillation arrest. CPR, drugs, and multiple defibrillations were given. After, 30 minutes of resuscitation, the patient had asystole, pupils fixed and dilated. It was noted that a stent thrombosis was likely. Aspirin and clopidogrel treatment were ongoing at the time of the event.

Manufacturer narrative:
This product, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.